Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was not working. The customer's blood glucose was 8.7 mmol/l at the time of incident. The customer stated that they received sensor error alarm. The customer stated that they already removed the sensor. The customer stated that they experienced low blood glucose of less than 2.6 mmol/l. Troubleshooting did not occur. The sensor will be returned for analysis.